Manufacturer narrative:
No button error alarm noted. Unit received with intermittent button response due to moisture damage keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sweat. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.